Manufacturer narrative:
Additional information received 02/02/2017. The user interface assembly was returned to the manufacturer or failure investigation. The visual inspection of the exterior of this gui did not reveal any signs of damage or contamination. This customer returned user interface (gui) assembly was tested with no failures identified.

Event description:
The customer reported the device is turning itself on and off. There was no patient involvement.